Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was above 500, 350 mg/dl. The customer stated that there was insulin flow block alarm. The troubleshooting was not performed. The product will be returned for analysis.